Event description:
It was reported that the devices were used in an unk procedure. It was reported by the rep that the gaskets on the torcars were tearing when suturing. There was no consequence to the pt.